Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was impacting his attune tibial base plate. During impaction, the fb tibial impactor split in half. The surgeon finished the impaction with the femoral impactor as there was no time to wait for another set due to the use of bone cement. The impactor that split in two fell on the drapes and was removed from the surgical field by the scrub nurse. No pieces fell into the patient. The surgeon finished the case with no further issues.